Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. The returned device indicated shorting/low impedance in the battery. Off-site hybrid analysis determined the device functioned nominally with regards to current drain, pacing output, lead impedance, and capture. No abnormal function or operation was observed during the analysis. The cause of the low battery voltage was not determined. Off-site battery analysis found a hole in the separator bag. The lithium had an arc mark directly adjacent to the hole. No cathode expansion was visibly observed, and the cell had minimal lithium consumption. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the leadless implantable pulse generator (ipg) had low battery voltage on the initial interrogation. The device was not used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.